Event description:
It was reported that while unpacking a (B)(4) flexima firm biliary drainage catheter, foreign matter was present. Upon removal, it was noted that some of the paper from the packaging was stuck to the tip of the catheter. Another device was used to complete the procedure. No patient complications were reported.

Event description:
It was reported that while unpacking a vtcb\10.3 flexima firm biliary drainage catheter, foreign matter was present. Upon removal, it was noted that some of the paper from the packaging was stuck to the tip of the catheter. Another device was used to complete the procedure. No patient complications were reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: one device was received with its original pouch. Device presents kinks along the catheter and a white residue on it. The pouch was returned and presents a mark at the bottom side. The device presents some marks along the catheter and white residue on several sections. The catheter is smashed on the pigtail area. The smashed area have white residue on one side. The metal cannula is also bent after the stopcock at the exposed part. The flexible cannula is also bent. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).